Manufacturer narrative:
Additional information: contact phone (B)(6).

Event description:
Information was received a nurse indicating that a pump with cadd administration set tubing was not delivering the correct volume.